Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date and mesh was used. The pt had an allergic reaction after surgery. The pt required hospitalization and intervention. Add'l info was requested.

Manufacturer narrative:
(B)(4) - undefined medical intervention. Allergic reaction. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.